Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During unpacking of the device, the physician noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was slightly kinked at 255 mm distal to the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal end of the stent was damaged and stretched for a distance of 11 mm. As a result of this damage, the stent was stretched 3 mm over the distal end of the distal markerband; however, the stent was still in place at its proximal end. No kinks or damage were noticed along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During unpacking of the device, the physician noted that the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.